Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a black screen with no image. The issue occurred during a therapeutic laparoscopy procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3 - evaluation summary. H4, d8 - serviced by a third party. Correction b5 - describe event or problem, h10. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a black screen with no image. The issue occurred during a therapeutic laparoscopy procedure and was completed using the same set of equipment. There were no reports of patient harm.